Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction with rash, redness, and inflammation under the entire patch area. The patient went to their healthcare provider on (B)(6) 2023 for evaluation of a broken sensor wire that was previously reported and was prescribed oral prednisone for 5 days - 20mg twice per day for treatment of the skin reaction. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).